Event description:
The customer reported that his olympus 4k camera head was not producing an image. According to the initial reporter, a communication error appeared during preparation for a sinusitis surgery. Reportedly, the procedure was completed by replacing the unit with another camera. There was no patient harm from this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. The image was present during testing and no error codes were noted from the evaluation. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and since the phenomenon (no image) was not duplicated, during device evaluation, the root cause of the phenomenon could not be determined. In addition, during the appearance check, non-reportable issues, buckling of the head-side oredome and white scratches were confirmed. Olympus will continue to monitor field performance for this device.